Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a patient experienced pain during the lengthening procedure. The surgeon was unable to achieve 6mm lengthening due to the pain. The pain later resolved on its own and the patient would continue a lengthening protocol every six weeks. No additional information is available.